Event description:
It was reported that "stent breakage" occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The 3.50mm x 20mm liberté stent was selected to treat the target lesion; however the device was unable to cross the lesion and "stent breakage" was reported. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a liberte/veriflex stent delivery system (sds) and stent with no original packaging or other devices. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Magnified and visual inspection confirmed there was no damage to the stent. There was a complete hypotube separation 62cm from the edge of the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. There were multiple kinks throughout the hypotube. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that "stent breakage" occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The 3.50mm x 20mm liberté¿ stent was selected to treat the target lesion; however, the device was unable to cross the lesion and "stent breakage" was reported. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.